Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Expiry date: jan/2021. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. Upon disassembly, both bumpers were noted to be bent by the spring and the cannula tangs were unable to completely lock into the primed position. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for failure to prime. The investigation is inconclusive for the reported self-activation as functional testing could not be completed due to the identified failure to prime. The bent bumpers likely contributed to the incomplete cannula tang engagement as well as the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a biopsy instrument allegedly self activated. There was no reported patient injury.